Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation. Device has not been received for investigation. The investigation is ongoing and the case will be updated when the device is received.

Event description:
The initial reporter alleged they were able to use the coaguchek xs meter to test with an expired test strip lot (48628721, expiration 31-jan-2022). The customer's date and time were set incorrectly on the meter. The customer was assisted with setting the date and time and attempted a test. Meter displayed error 3. Error 3 indicates the test strips being used are expired and the customer should test again with an unexpired strip lot. The customer alleged they were able to use the test strips on the day of the event without error. The customer tested at 2:04 pm on (B)(6) 2022 and received a high result of 5.4 inr. The customer was not sure if the date on the meter was correct or not on the day of the event. The customer was also unsure if they used this test strip lot or another test strip lot on the day of the event.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr qc 2: 5.0 inr qc 3: 4.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Review of the meter's patient result memory observed 5.4 inr on (B)(6) 2022 at 1:41 am and again at 2:04 am, however, the customer was not using the expired test strips. Instead, the customer had tested with test strip lot 52818110 that expired on (B)(6) 2022. The test strips the customer was using were not expired at the time of the result and therefore, the meter is functioning according to specifications. Review of the meter error log revealed that an error 3 occurred on (B)(6) 2022 at 11:01 pm, 11:02 pm, and again at 11:50 pm. It was observed that the customer was attempting to test with expired test strip lot 48628721 that expired on (B)(6) 2022. The error 3 occurred after the customer successfully tested and received the result of 5.4 inr using non-expired test strip lot 52818110. The returned meter performs according to specifications. Medwatch fields d9 and h3 have been updated.